Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of lot. Event day is unknown. Only month and year (2017) are known. It is assumed first day of the month. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that, ¿they had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.¿ was the lobectomy case being performed vats/video-assisted or open? If vats/thoracoscopic, was the case converted to open to remove the stapler? Is the device being returned?

Event description:
It was reported that during a lobectomy, the stapler was fired and stopped in the middle of firing. The stapler didn¿t open with the reverse button nor the manual override. The lobule had to be removed with the stapler stuck to it. They had to operate the patient in a conventional way, cutting and suturing manually and had to remove the stapler stuck to the lobule.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2018. Based on the additional information received, it has been confirmed that this is a duplicate submission of: 3005075853-2018-07144. Information requested and received: if there is information that both devices were used in the same case and same patient (despite information stating that the same occurred in the next case the surgeon performed/2 cases), then this complaint will need to be voided as a duplicate. Please confirm. Yes, both devices were used in the same case and same patient.